Event description:
The device was returned to the service center for a report from the customer contact that the door would not open/close. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device powered up and audibly alarmed with s321 (motor error - pmc, left) malfunction alarm code.

Manufacturer narrative:
During a testing the device powered up and alarmed with a s321 (motor error - pmc, left) malfunction alarm code. A visual inspection on the mr2 motor found that the rtv seal was broken which caused the mr2 motor to be moved out of position. The probable cause for s321 was due to a broken rtv seal on the mr2 motor. This report represents all the information known by the reporter upon query by hospira personnel.